Manufacturer narrative:
Account repaired the bed, but no further information is available on the repair to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged the head of the bed will move down after raising it.